Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump continuously alarms. No further information was given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin communicated properly with glucose sensor simulator and displayed the programmed value properly on the display graph, the sensor feature working properly. No unexpected start new sensor or select new or reconnected sensor alarms were noted. However, the insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window.